Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the vinyl catheters were bent/curled within the box.

Manufacturer narrative:
The reported event was confirmed. Visual evaluation of the returned sample noted four unused vinyl clean catheters within unopened original packaging. Visual evaluation noted curled packaging within the box and twisted strip packaging outside the box. Only 4 catheters can be seen as twisted based on the photos provided. Kinks in the catheters were out of specification. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿this is a single use device. Do not re-sterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of device, which may lead to device failure, and/or lead to injury, illness or death of the patient."

Event description:
It was reported that the vinyl catheters were bent/curled within the box.